Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead and right atrial (ra) lead were explanted. Additionally, occlusion was noted. No additional adverse patient effects were reported. This rv lead will not be returned for analysis.